Manufacturer narrative:
As reported, capsure fastener fell off the tip when pulled out of the trocar, loose fastener may present inside the body. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2023. The instructions-for-use supplied with the device, state, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Addendum: this supplemental MDR is submitted to report the sample evaluation results. Evaluation of the returned sample could not reproduce the problem of a fastener falling out of the device. Functional and simulated use testing found the device to function as intended. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic tapp (transabdominal preperitoneal) procedure, the capsure fastener fell out the tip when trying to pull the device from trocar. There was no reported patient injury.

Event description:
As reported, during laparoscopic tapp (transabdominal preperitoneal) procedure, the capsure fastener fell out the tip when trying to pull the device from trocar. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fastener fell off the tip when pulled out of the trocar, loose fastener may present inside the body. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 765 units released for distribution in july 2023. The instructions-for-use supplied with the device, state, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.